Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, the customer miscalculated the amount of carbohydrates consumed, and subsequently delivered a smaller bolus than needed which resulted in customer experiencing diabetic ketoacidosis (blood glucose value not provided). The customer delivered a bolus with the pump to address bg. Reportedly, the customer consulted with health care provider regarding diabetes management.